Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre sensor detached on the second day of wear and he was therefore unable to obtain scan readings. The customer experienced tremors and seizure and had contact with a healthcare provider; however no treatment was required. The customer further added that the healthcare provider indicated belief that seizure was a reaction to bupropion (antidepressant/smoking cessation aid) customer was taking; however, it cannot be confirmed whether or not detachment of sensor caused or contributed to the seizure. There was no report of death or permanent injury associated with this event.